Event description:
It was reported that an ilet device exhibited a touchscreen malfunction in which the slide-to-unlock control was unresponsive, and the issue persisted after an app-initiated restart and prevented a firmware update; the user reported having backup therapy available and uses a dexcom sensor. Symptoms included no adverse clinical effects. Outcomes included no changes in clinical status and no medical intervention, hospitalization, or emergency treatment. Investigation included customer interview and device replacement with instructions for return of the original unit. Investigation of this case revealed a nonresponsive display interface consistent with a hardware screen failure. It was concluded that the device experienced a touchscreen failure leading to loss of user interface functionality, with no patient harm reported.